Event description:
It was reported that when patient presented to clinic, non-sustained right ventricular oversensing was observed on the ventricular channel. Noise was observed on the rv lead. No other electrical anomalies were observed. No treatment plans were made and no decision has been made. No further information available.